Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) displayed an error message (unknown) during procedure. The unit was turned off and on and the screen was black. Then, it was turned off and on again and it worked. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The livanova technician who reached the facility was unable to reproduce the issue, the cp5 control panel was re-seated and ran the system for hours with no issue, thus the system has been put back into use. The review of the complaints about the impacted device has been performed, highlighting that this has never been complained about. Thus, the event was temporary and isolated. Considering that the issue could not be reproduced and that the unit is still in use without showing further deviations, the most likely root cause of the reported event is traced back to a temporary communication loss, solved by switching the cp5 system off and on again and/or by reseating the cp5 control panel. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.